Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during case and lost the ability to mechanically ventilate. The patient was manually ventilated. There was no report of patient injury.